Event description:
The patient was implanted with a surgical lead on (B)(6) 2010. It was reported that patient was in a car accident which resulted in the fracturing of his lead. Surgical intervention was undertaken on (B)(6) 2011 to replace the impacted device. The explanted lead was returned to the manufacturer for analysis. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.